Event description:
A siemens field service engineer (fse) was working on the advia centaur xp along with the water company. After connecting the direct plumbing, the system started leaking water from the back of the system onto the floor. The operator slipped and fell on the fluid leaking onto the floor. The operator injured her knee and hip and was sent to the emergency room for eval. There was no report of pt intervention or adverse health consequences due to the operator's injury.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse determined that the leak originated from the water input connection at the water supply and the waste lines. The fse replaced the connector and the fitting at the direct plumbing. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.